Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to protruded loose drive support disk. Unable to perform functional testing due to prime anomaly. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and reservoir tube cracked.

Event description:
Customer reported having high blood glucose for the past 10 days. She stated her blood glucose would range from 300 mg/dl to 500 mg/dl. The customer was also concerned that her insulin pump was not working properly. Customer's blood glucose was 380 mg/dl at the time of the call. She had treated her blood glucose with a bolus delivery. Troubleshooting for high blood glucose found the customer had symptoms such as thirst, urination, and feeling tired. It was also found the customer's drive support cap was sticking out. She also stated her cannula was not occluded. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).